Manufacturer narrative:
Updated fields: h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a definitive root cause was not established, however the following scenario¿s may have contributed to the reported event: ·the video connector was connected while a foreign material or stain adhered to the contacts of the video connector or the contacts on the video system center side, which led to connection failure. As a result, the circuit board in the video connector became faulty. ·the circuit board in the video connector became faulty due to sporadic overcurrent such as static electricity. Moreover, overcurrent may occur due to connection/disconnection of the video connector while the system was powered on, leakage current from other devices and electric wirings, or adhesion of dust and moisture on the electrical contacts of the video system center and the video connector. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: "instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. ¦ inspection of the endoscopic image confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the screen of the flex deflectable videoscope flashed. The issue occurred when preparing the scope for use. A similar device was used to complete the procedure. Other videoscopes were checked at the site and no issues were found. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the screen was blinking during the image output. This event is under investigation. A supplemental report will be submitted upon receiving additional information.